Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and received: what was meant by cartridge didn't hold tissue properly? Stapler didn¿t fire to the end of the tissue which the surgeon targeted to staple. Did the device deliver any staples? No. Did the device cut? Yes. If yes, was the cut line complete? Yes. Up to end of it. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60d cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. It should be noted that the device is designed with a lockout system in order to avoid to fire the device with a spent cartridge. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, when the surgeon tried to fire, the cartridge didn't hold tissues properly. No patient consequences reported.